Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. The evaluation of the device and the investigation are ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus that the evis exera iii video system center was not producing an image when utilized with 160, 170, or 180 series scopes during an unspecified procedure. Additional details relating to the patient and the event have been requested, but are unknown. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was reproduced. A review of the device history record found no deviations that could have caused or contributed to the reported issue it has been over 6 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of an image not being displayed could not be identified. However, it is likely the cause is related to a worn out video connector. Per instructions for use: -no image is output foreign matter (chemical residue, scale, sebum stains, dust, gauze fluff, etc.) Is attached to the electrical contacts of the scope connector. Wipe the electrical contacts of the scope connector with gauze moistened with rubbing ethanol and allow it to dry thoroughly. After the scope connector has dried, make sure to connect the endoscope to the output connector of the light source. Cannot communicate with the endoscope. Please discontinue use and contact olympus. Olympus will continue to monitor field performance for this device.